Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. The field service engineer (fse) replaced the tubing with philips test tubing and the unit passed the est test. Fse reports the unit is ready for clinical use. Error condition was due to leak in the customers tubing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer requesting support. Unit fails prv (pressure relief valve) and exhalation test during est. No patient/user harm reported. The field service engineer (fse) reported: during troubleshooting, the unit failed with the customers supplied tubing.